Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.,: no mfg investigation was conducted as there were no issues with the cmf plate or the screws. Without a catalog/part and lot number the device history records review could not be completed. No conclusion could be drawn as the device was not evaluated.

Event description:
It was reported that two prodisc-c implants were implanted at level c5/c6 and c6/c7 on an unk date. During the prodisc-c implant procedure, the c6 vertebral body split which and the surgeon used a low-profile cmf plate and 4 screws to secure the body. The pt experienced increased discomfort and the lateral x-ray showed migration anterior of the superior level c5/c6 implant over the inferior level c6/c7. On (B)(6) 2011 the surgeon removed all devices, noted the split healed with the low-profile cmf plate and screws, and revised the pt to a plate with two allograft spaces. This report is for the dmf plate and is report 3 of 7 for the same event.